Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was placement difficulty of the left ventricular lead, in that neither a guidewire nor hybrid stylet could be placed past the lv3 electrode. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.